Event description:
As reported for this event by the customer, during a therapeutic during the laparoscopic right hemicolectomy procedure for malignant ascending colon tumor, the tissue pad fragments detached and fell into the patient. The doctor saw the fragments fall off. The fragments were found and retrieved from the patient. The procedure was completed with a new similar device without any delay. There is no harm or adverse impact to the patient. The generator did not have any issues nor were any error signals received. The clinician reports potential risk to the patient if the fragments could not have been retrieved.

Manufacturer narrative:
Customer reported on the same day two events of devices of the same model number failed with the detachment of the tissue pad. These events are captured in medwatches with patient identifiers: (B)(6). This medwatch is for the patient identifier: (B)(6). The customer has reported this event to the (B)(6). (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. It is possible to infer the cause from the results of past similar investigations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off due to load applied to the peeling tissue pad. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.